Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer is not able to press any buttons. It was also reported that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with a cracked case on display window corners, a minor scratched lcd window, a cracked reservoir tube, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.